Event description:
It was reported that the achieve needles were firing, however, were not collecting a sample. The issue was identified during breast biopsy. There was no patient injury, medical or surgical intervention associated with the event. The device was introduced into the patients anatomy, however, no unintended section of the device remained inside of the patient. An alternate device was used to complete the procedure.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation is complete.